Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.

Event description:
During the device use to transfer a female patient with acute myocardial infraction, it was reported that the device stopped detecting the v2 lead connection via the ECG cable and the device locked up as it was printing the ECG. The user power cycled the device and observed proper operation. Defibrillation therapy was not indicated for the patient as she had a normal sinus rhythm during the entire event. The patient was transferred to the hospital and was reported to be stable. The device use had no adverse effects on the patient. There were no further details on the event and/or the patient provided.